Event description:
During service inspection at the manufacturing facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During service inspection at the manufacturing facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
During failure analysis, the reported event of the device producing a bias current message was confirmed. The potential cause of the issue was determined to be a failure of the cable assembly. The device was repaired and returned to stryker stock.